Manufacturer narrative:
This complaint is covered by an exisitng scar (B)(4). Flexicare are currently awaiting the results of the scar investigation.

Event description:
Tried intubating patient but the screen froze multiple times. They replaced the cable 3 times and replaced the handle and blade. None of that worked and they had to go get another vl device. No serious injury/harm to patient or user, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths.

Event description:
Tried intubating patient but the screen froze multiple times. They replaced the cable 3 times and replaced the handle and blade. None of that worked and they had to go get another vl device. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
This complaint is covered by an existing scar (scar-7). Flexicare are currently awaiting the results of the scar investigation. Sample unavailable for testing.

Manufacturer narrative:
This complaint is covered by an exisitng scar (scar-7). Flexicare are currently awaiting the results of the scar investigation.

Event description:
Tried intubating patient but the screen froze multiple times. They replaced the cable 3 times and replaced the handle and blade. None of that worked and they had to go get another vl device. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
N/a.

Event description:
Tried intubating patient but the screen froze multiple times. They replaced the cable 3 times and replaced the handle and blade. None of that worked and they had to go get another vl device. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
N/a.

Event description:
Tried intubating patient but the screen froze multiple times. They replaced the cable 3 times and replaced the handle and blade. None of that worked and they had to go get another vl device. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.